Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for premature ventricular contractions (pvcs) with a thermocool sf nav catheter and suffered a cardiac tamponade. During mapping in the right ventricle, a perforation occurred. Patient fully recovered. Factors cited that may have contributed to the adverse event include the patient¿s condition, specifically, thin myocardial tissue. No transseptal puncture was performed. No ablation was performed.

Manufacturer narrative:
Additional information was received on may 22, 2018. The patient involved was a b)(6)-year-old male with a preprocedural diagnosis of flutter. The patient did not require any additional medical intervention, surgical intervention or extended hospitalization due to the adverse event. The patient has since fully recovered. The physician¿s opinion on the causality of the adverse event is it was patient condition related, possibly due to the patient¿s anatomy. No transseptal puncture was performed. There was no ablation performed as the event occurred during the mapping phase. Irrigation flow was 2 ml/min during mapping. There were no error messages observed on biosense webster equipment during the procedure. No sheath or anticoagulant were used during the procedure. Manufacturer's ref. No: (B)(4).